Manufacturer narrative:
Batch review performed on (B)(6) 2024. Lot 2210023: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-08-31. No anomalies found related to the problem. To date, 30 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 year from the primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.